Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was doing "amazing" they do not have burning at the battery anymore. The patient's healthcare provider (hcp) though since it had completely stopped it must have been healing. The patient is "loving" the simulator and is getting 75-80% pain relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was experiencing burning at the bottom part of the battery and it¿s random. The rep reported that the patient wasn¿t sure if the stimulation was on when it happened. The rep noted that the healthcare provider (hcp) thought it may be the nerves healing in the pocket. There were no factors known that could have contributed to the issue. The rep reported that no actions were taken yet to resolve the issue. The patient was now going to pay attention to whether or not the device was turned on when it happened. The rep reported that they would follow up with the patient in 1 month to see if the issue was resolved or if she figured out if stimulation was on when it occurred. No further complications were reported.